Manufacturer narrative:
Per investigational findings, bd has determined that this MDR was reported in error as it was found to be a use of device issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not rewarming as expected. Nurse was getting an alert 116 (patient temperature not changed). Patient temperature was 33.5c, target temperature was 36.5c , water temperature was 32.5c, flow rate was 2.1lpm, rw tab were from 34.1c, rate 0.3c per hour, to 36.5c, patient was 65.5kg with medium pads in place, esophageal and foley probe correlating. Mis checked event log and noted alert 113 (reduced water temperature control). Mis placed device in manual control at 40c. Water temperature stayed around 32c. Drained 500ml of water from right side drainage port and started manual control again. Water temperature reached 40c after several minutes. Mis disabled manual control and restarted automatic mode.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not rewarming as expected. Nurse was getting an alert 116 (patient temperature not changed). Patient temperature was 33.5c, target temperature was 36.5c , water temperature was 32.5c, flow rate was 2.1lpm, rw tab were from 34.1c, rate 0.3c per hour, to 36.5c, patient was 65.5kg with medium pads in place, esophageal and foley probe correlating. Mis checked event log and noted alert 113 (reduced water temperature control). Mis placed device in manual control at 40c. Water temperature stayed around 32c. Drained 500ml of water from right side drainage port and started manual control again. Water temperature reached 40c after several minutes. Mis disabled manual control and restarted automatic mode.